Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was damaged. The lens was scratched. The issue occurred during surgery and prior to contact with the patient. The scratch was noticed when the iol was deployed through the cartridge in the anterior chamber. There was resistance when advancing the iol through the cartridge. There was no patient contact with the device. The name of the ophthalmic viscosurgical device (ovd) used is viscoat. There were no other complications such as a ruptured capsule, unplanned vitrectomy, or sutures. The damaged lens was replaced with another iol of the same model and power. The suspect product will not be returned to jnj for investigation. No further information was provided.

Manufacturer narrative:
Patient information: no patient contact. Information not required. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 18, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint handpiece was received on the handpiece tray with the lens taped to the tray. Visual inspection under magnification reveal the complaint handpiece was received with the plunger rod fully advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used. The cartridge and cartridge tip were damaged. The lens module and device assembly were inspected revealing no issues, however, the handpiece was observed to be damaged. Plunger rod advancement revealed no resistance, and the plunger rod tip was bent. The lens was received on a piece of medical tape. The lens was removed from the tape and cleaned revealing the lens was damaged and scratched. A detached haptic was also observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.